Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard device implanted on (B)(6) 2015 (device 3). Additional emdr reports will be submitted to represent the bard devices implanted on (B)(6) 2014 (device 2), and on (B)(6) 2016 (device 4). There is no allegation related to the perfix plug (device 1). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2013 - patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). On (B)(6) 2014 - patient underwent surgery for implant of an unspecified bard/davol ventrio (device 2). On (B)(6) 2015 - patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 3). On (B)(6) 2016 - patient underwent surgery for implant of an unspecified bard/davol ventrio (device 4). Ni/ni/ni - unspecified injuries. As reported, the patient's attorney alleges a general claim related to the ventrio and ventrio st devices "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. . Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 months post implant of ventrio st mesh patient was diagnosed with hernia recurrence, pain and mesh migration thereby underwent repair with removal of mesh. The instructions-for-use supplied with the device lists hernia recurrence, pain and mesh migration as possible complications. Note, the manufacturing date (15-apr-2015) is considered to be a best estimate. Update fields: a2, a4, b3, b4, b5, b7, d4, d.6b (date of explant), e3, g1, g3, g6, h2, h4, h6, h10. This supplemental emdr represents the bard/davol ventrio st mesh (device #3). Additional supplemental emdr's were submitted to represent the bard/davol ventrio mesh (device #2) and ventrio mesh (device #4). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was alleged by the patient's attorney: (B)(6) 2013 - patient underwent surgery for implant of an unspecified bard/davol perfix plug (device 1). (B)(6) 2014 - patient underwent surgery for implant of an unspecified bard/davol ventrio (device 2). (B)(6) 2015 - patient underwent surgery for implant of an unspecified bard/davol ventrio st (device 3). (B)(6) 2016 - patient underwent surgery for implant of an unspecified bard/davol ventrio (device 4). Ni/ni/ni - unspecified injuries. As reported, the patient's attorney alleges a general claim related to the ventrio and ventrio st devices "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: (B)(6) 2013 - patient was diagnosed with right inguinal hernia thereby underwent open repair with implant of perfix plug (device #1). Per operative notes, ¿a large incarcerated indirect hernia sac dissected and the hernia was reduced back into the abdominal cavity. A large perfix plug (device #1) was inserted into the defect and sutured. To strengthen the inguinal floor, an overlay piece of marlex mesh was placed and sutured.¿ (B)(6) 2014 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #2). Per operative notes, ¿the hernia sac was reduced and a ventrio mesh (device #2) was placed into the defect and sutured circumferentially.¿ (B)(6) 2015 - patient was diagnosed with infected mesh, recurrent incisional hernia thereby underwent open repair with the explant of ventrio mesh (device #2). Per operative notes, ¿the mesh found to be intact but did have some purulent debris. The mesh was dissected free and all foreign prosthetic material was removed and fascial edges were freshened, any intraabdominal adhesions were gently dissected free. The fascial edges were then brought together primarily using sutures.¿ (B)(6) 2015 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the implant of ventrio st mesh (device #3). Per operative notes, ¿hernia sac was transected and intraabdominal adhesions were lysed. A ventrio st mesh (device #3) was inserted into the defect and sutured circumferentially.¿ (B)(6) 2016 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the implant of ventrio mesh (device #4), explant of ventrio st mesh (device #3) and component separation with bilateral myocutaneous flaps. Per operative notes, ¿the hernia sac was opened and some retained mesh (device #3) that apparently had pulled loose from the fascial edges were removed. Myocutaneous flaps were done bilaterally and a large ventrio mesh (device #4) was placed into the defect in an underlay fashion and sutured circumferentially.¿ (B)(6) 2018 - patient was diagnosed with recurrent incarcerated incisional hernia thereby underwent open repair with the explant of ventrio mesh (device #4) and component separation with creation of myofascial flaps. Per operative notes, ¿the bowel was densely adherent to the ventrio st mesh (device #4) was removed completely along with the sutures. After the component separation, a piece of synthetic mesh was placed and sutured.¿ attorney alleged that the patient had bowel adhesions, bowel obstruction, fistulae, infection, mesh migration, mesh shrinkage, pain, hernia recurrence and emotional injuries. It is also alleged that patient had draining sinus tract, multiple repairs due to mesh infection and scarring.